Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury, require medical, or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Micrometer is inseparably glued to the contra-angle handpiece. Motor cable is also defective.

Event description:
In this event it was reported that a waveone motor contra angle would not hold files. The event outcome is unknown as of this MDR evaluation.